Event description:
My obgyn implanted the essure coils in my fallopian tubes in (B)(6) 2010. "From that time forward I had horrible excruciation time in my lower right quadrant." It interfered with my daily life. By the time I had the essure removed by a different gynecologist I was living on pain medications. I did not work, I couldn't take care of my family, I had no quality of life. I had a hysterectomy in (B)(6) 2013 and am still struggling with my daily activities. I also have crohn's disease and the essure made it difficult to diagnose the source of the problems because I thought they were crohn's paini. I lived for 2 1/2 years trying to find the source of my pain. It has made me incredibly depressed and anxious about daily life. Essure should be removed from the market or doctors should be warned about all the negative potential side effects.